Manufacturer narrative:
The subject device was received and evaluated. The reported customer issue was confirmed. Device inspection found part of light guide stuck inside the light guide connector and needs replacement. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the end of scope (as described by the reporter) is stuck in the tan socket. The issue found during reprocessing. There was no patient involvement reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the tip of the scope connector was damaged and jammed in the light guide due to excessive force was applied in the oblique direction when the scope connector was attached or detached. Feedback to customers: when connecting the connector to the terminal, make sure that the connector is level with the terminal and do not exert excessive force on it. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the connectors at each connection. ·when connecting the connector to the terminal, make sure that the connector is level with the terminal and do not exert excessive force on it. Inserting the connector at an angle or making an excessive connection may damage the connector pins. ·do not pull connectors or cables with excessive force, otherwise, the connector or cable may be damaged. Olympus will continue to monitor complaints for this device.